Event description:
Customer reported that the insulin pump ran out of insulin and alarmed no delivery. Customer also received a low battery alarm that they were unable to clear due to unresponsive buttons. Customer's current blood glucose reading is 420 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.